Manufacturer narrative:
(B)(4).

Event description:
On 16jul2019, an email was received from a patient (pt) reporting a ¿severe and painful bacterial infection¿ in the left eye (os) within 24 hours of inserting an acuvue® oasys® for presbyopia brand contact lens (cl) on 2 occasions (unspecified dates) with 2 cls. No additional information was provided. Multiple attempts have been made to contact the pt for additional information. An attempt has also been made to contact the pt¿s eye care provider (ecp) for additional information and diagnosis and treatment. No additional information has been received. This event is being reported as a worst-case event as the diagnosis and treatment were unable to be verified. The availability of the suspect os cl is unknown. The event date is unknown. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00rch9 was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.